Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported to olympus that during a diagnostic colonoscopy procedure, the device had an intermittent image when used while activating the bovie. There was no metal contact with the scope as there was a buffer on the insulation. The intended procedure was completed with all the same equipment. When trying another scope, the same issue occurred. The device was set up correctly. There was no patient injury reported.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: "use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the user did not notice the description in the IFU and used the device in conjunction with the electrocautery of other company.